Event description:
The patient contacted lifescan (lfs) canada on (B)(6) 2012 alleging a display issue with the one touch ping meter. The patient mentioned that the meter would flicker randomly. The patient had felt anxiety after noticing the alleged issue for the first time on (B)(6) 2012 at 9:00pm . The patient did not seek any action or contact her physician due to the alleged issue. This is not the first time the product is being used. There was no misuse of the product. The patient had a back up meter to use in the mean time. The alleged issue was not resolved and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.